Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10528. It was reported the patient's ipg failed to establish communication with external devices and as a result lost stimulation. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention is pending wherein the patient has opted to have their entire scs system explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.